Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that in accordance with the proximal blood vessel diameter, 500-35 was selected and an attempt was made to cover it with one unit but the expansion defect on the stent distal side can not be resolved. Treatment was successfully completed by connecting 375-35, which matched the distal blood vessel diameter, and 475-35, which matched the proximal blood vessel diameter. The distal part of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed 3 times or more. The pipeline was resheathed and retrieved with the microcatheter, removed from the patient's body. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved and the device was prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ic-ophthalmic branch with a max dia meter of 7.8mm and a 4.2mm neck diameter. It was noted the patient's vessel tortuosity was strong. The diameter of the blood vessel in the landing zone was 3.62mm on the distal side and 4.82mm on the proximal side. Dapt (dual antiplatelet treatment) was administered, pru level was unknown. No issues with post-operative findings related to blood flow contrast.